Manufacturer narrative:
The reported event of backup vvi was confirmed. The device had a power-on reset after it performed a capacitor maintenance that timed out. The charge timeout was caused by an anomalous high voltage capacitor. The battery appeared to have become loaded down during high voltage charging and did not recover enough after the charge timeout, which caused the power-on reset. The reported event of premature depletion could not be confirmed.

Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing shortness of breath presented in the emergency room after receiving a vibratory alert. The device was in backup vvi mode, and due to an unexplained reset, a device download was not performed. The physician suspected that the device may have lithium cluster related premature battery depletion. The device was explanted and replaced. No further information is available at this time.